Event description:
It was reported that the blue protective cap was missing from a large volume infusor. This was noticed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 16, 2022 and december 19, 2022. The device was received for evaluation. However, the sample was not returned in its original unopened package. Visual inspection of the sample noticed that the blue winged luer cap was missing from the device. The reported condition was verified. The cause of the condition could not be determined. However, the probable cause can be use related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.